Event description:
The following has been reported: the hospital sent us the pump because error 51 was displayed. We did the usual test (many times) but the error 51 has not been found. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Change the date of submission 11/14/2024 on f11 and f13.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and any error 51 was found. The first error reported refers to error 52 (power supply card buzzer error). "The reported device was received in brézins for investigation. According to the investigation results, no issues were identified during the external visual inspection. Multiple tests were performed on the agilia sp pump, but error 51 could not be reproduced. The ""speaker and microphone test"" in agilia partner was successfully completed, but the ""buzzer test"" failed. After a series of tests, it was impossible to launch a flowrate. The agilia sp pump was triggered automatically the error 52 when the pump is turning on. During the internal inspection, no visible anomalies were found, but a cross-test with a functional power board indicated that error 52 was no longer triggered, suggesting the fault is likely due to the buzzer on this board. For this complaint, the reported error 51 could not be confirmed, but error 52 was detected instead. The root cause appears to be a faulty power board (buzzer), and replacement of this part is recommended as part of the repair. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.